Event description:
Medtronic (covidien) received information regarding two incidents involving its devices. During the embolization treatment for an unruptured aneurysm located in the cavernous segment of the right ica (internal carotid artery), it was reported the physician attempted to advance the pipeline (4.5mm x 25mm) through the marksman catheter; however, the catheter moved back towards the terminus carotid as it was being unsheathed and it became stuck in capture coil. The entire system was removed from the patient. Another pipeline (4.5mm x 20mm) was implanted in the patient successfully. Prior to this procedure, the same aneurysm was treated with a pipeline (4.5mm x 30mm), but the aneurysm did not completely occlude after a year requiring the new pipeline to be implanted. The patient was on dual antiplatelet therapy. No patient injury was reported as a result of the procedure. Please refer to MDR # 2029214-2015-00281 for the previous procedure that was done a year ago.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported.(B)(4)